Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced stoma site redness. On (B)(6) 2018, the patient experienced stoma site discharge. On (B)(6) 2019, the patient was diagnosed with stoma site cellulitis and was started on oral augmentin for 10 days.

Event description:
Lot number added to report.

Manufacturer narrative:
Reference record (B)(4). Additional information added to device manufacture date.